Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed b30 and e216 scope communications errors, the loss of scope ID information and the noisy image issues could not be determined, however, the issues were likely the result of a faulty imaging unit and or a damaged video connector. Additionally, the root cause of the disappearing image upon angulation issue could not be determined, however, the issue was likely due to a damaged imaging unit cable. The event may be detected/prevented by following the instructions for use section below: chapter 3: preparation and inspection, section 8: inspection of functions combined with related devices. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the flex deflectable videoscope exhibited b30, e216 (scope communication errors), no scope ID data, and no image during angulation in the right/left directions. There were no reports of patient involvement.